Event description:
It was reported that this inflatable penile prosthesis was not inflating, leaving the patient unable to achieve an erection and resulting in dissatisfaction. The device was explanted and replaced. No patient complications were reported.